Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 541 mg/dl. Reportedly, air bubbles were observed, and an occlusion alarm occured. Customer attempted to self-treat via manual dose injection; however was treated intravenously with fluids of saline and insulin at the ER. Customer also performed a supply change to address the issue. Customer was released with issue resolved no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.